Event description:
It was reported that nurse scanned an IV bumex drip, when the medical administration record connected to pump the dose was 5mg/hr, but the ordered rated was 0.5mg/hr. The pump was not manually programmed. Then nurse noticed that the bag was emptied and patient received 100ml. The customer is requesting assistance from bd to review and interpret the device logs. There was patient involvement but no harm.

Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3 other text : device was not returned to manufacturing facility.